Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he performed a set change and received a no delivery alarm during priming. During troubleshooting, the customer was unable to manually push insulin through the tubing. Blood glucose level was 325 mg/dl at the time of the incident. The customer was unable to complete troubleshooting and advised that he would call back to complete it.